Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 7 days after hemorrhoidectomy, the patient had less than 250 cc of bleeding. The issue was resolved with cautery. There was no patient injury.